Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, prior to inserting the 14f esheath+, the 16f dilator was successfully advanced without any difficulty. However, the 14f esheath+ could not be inserted into the vessel as intended. Since the esheath+ was not damaged, it was subsequently placed successfully using an extra-stiff guidewire. Following this, the delivery system with the valve could not be advanced through the esheath+ blue portion. Consequently, the entire system was removed as a single unit. Upon withdrawal, the sheath was damaged. A new 14f esheath+, delivery system, and 26mm sapien 3 ultra valve were prepared, and the valve was implanted successfully. The patient was in stable condition. As per pre-decontamination evaluation, the sheath liner was torn and two valve struts were bent outwards.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned dev ice was visually examined, and the following was observed: crimped valve: two struts bent outwards at the inflow side. Post-expanded valve: bent struts were corrected upon expansion. Valve frame canted. Leaflets wrinkled and dehydrated due to storage conditions (prolonged crimping) during the return handling process. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for valve frame damage was confirmed ba sed on the evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event as it was reported that resistance was encountered while advancing the commander delivery system with crimped valve through the esheath. Additional device manipulation (e.g high push force) applied to overcome the resistance can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.